Event description:
The customer stated the control differential results on the act diff 2 instrument were flagging. After replacing some tubing, the customer noticed the probe wipe began to drip diluent and service was recommended. The operator was wearing gloves and a gown did not seek medical attention. There was no death, injury or change to patient treatment attributed to this event. The customer does have an exposure control or risk management plan in place and has not reviewed msds. Per conversation with the submitter, patient results were not affected, the abnormal wbc histogram was only observed on controls. The field service engineer (fse) replaced pinch tubing, the probe, probe wipe, and hgb lamp. He indicated the "differential" problem appears to be related to the streck controls only. An oracle search on (B)(6) 2011 does not show any reoccurrence of the leak. Based on information provided, the root cause for the probe wipe drip cannot be determined; however, the probe and probe wipe assembly were replaced. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).